Manufacturer narrative:
An event of premature separation of device during procedure was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 16mm amplatzer amulet left atrial appendage occluder was selected for the implant. During the advancing of the device into the delivery sheath, at the beginning of the delivery sheath, the operator realized that the device was unscrewed. A complete detachment was noted the physician managed to screw it in and remove it from the delivery sheath and the patient. The patient is stable,

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.